Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Not yet received.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2016-00114 for the second event. It was reported that two of the three clips maintaining the gastropexie gave in. The third remained, and the tube remained in place. There was no injury to the patient reported.

Manufacturer narrative:
One used sample was returned without original packaging. Visual examination of the sample showed signs where the suture had separated from the t-bar. No root cause could be identified from examination of the sample halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.